Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient's grandmother feels that the device is no longer in the same position and has moved to the left. Patients generator was explanted. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.